Event description:
It was reported that a patient presented approximately two months post vascular stent placement with leg pain. A CT was performed and demonstrated that one of the stents appeared to be kinked/twisted. Both stents which were implanted appeared to be occluded. Additional treatment to resolve the occlusion was not performed as the physician felt that the collateral flow around the stent was adequate. Reportedly, the proximally placed stent had become twisted, causing both stents to become occluded. The current patient condition is unknown.

Manufacturer narrative:
The sample was not returned. The stent remains implanted. Therefore, a single evaluation could not be performed. The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The current instructions for use (IFU) states: "initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position. Final stent deployment is achieved by using the deployment lever. While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end." The result of the investigation are inconclusive. In this case a definitive root cause for the reported event could not be determined.